Manufacturer narrative:
Philips has investigated this complaint. According to the information the system is out side of use when the issue occur. The philips field service engineer (fse) inspected the system onsite and confirmed that system will not expose. Upon functional test fse found that issue was the ippc was not working properly. Fse replaced ippc and the hard drives for the ippc. After replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not x-ray. No harm was reported to philips. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.